Event description:
It was reported that pump malfunction occurred when pump screen went dark and would not turn on, and when screen later powered on it displayed malfunction codes 13 and 5 with no prior notable events. There was no reported adverse impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.